Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked and damaged in multiple locations along the distal shaft. The cat6 peelable sheath was damaged near its distal end, and was located just proximal to where the cat6 damage started. Conclusions: evaluation of the returned device revealed that it was kinked and damaged in multiple locations along the distal shaft. This type of damage typically occurs due to forceful advancement of the cat6 against resistance. The observed kinks on the cat6 likely contributed to the progressive resistance experienced by the physician, as mentioned in the reported complaint. Further evaluation of the returned device revealed that the peelable sheath on the cat6 was damaged near its distal end. This damage likely occurred due to improper handling of the device during use. The observed damage on the peelable sheath likely contributed to the damage observed on the cat6. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) to remove thrombus from an acutely thrombosed superior mesenteric vein (smv) stent that had just been placed but then became acutely occluded while the patient was in recovery. During the procedure, while advancing a cat6 through another manufacturer's sheath, over a guide wire, the physician progressively experienced resistance until the cat6 was unable to advance any further. Therefore, the physician removed the cat6 and noticed that the cat6 tip was "floppy." The procedure was then completed using a new cat6. There was no report of an adverse effect to the patient.